Manufacturer narrative:
B5 clinical narrative updated. Section d brand name corrected the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Event description:
A 75 year old female underwent a high risk percutaneous coronary intervention (hrpci) during which an impella cp device (pc (B)(4), sn (B)(6) was inserted via the right femoral artery using percutaneous access. The device was implanted on (B)(6) 2026 at 15:00. Despite appropriate volume administration and repositioning attempts, pump flow could not be maintained above 1.2 l/min. Fluoroscopic assessment revealed kinking. The impella was subsequently removed at 15:05, and a new impella cp device (pc unknown, sn (B)(6) was implanted at 15:15. Contributing factors included challenging aortic anatomy and procedural positioning issues. The patient survived the procedure and explant, and the case proceeded with the replacement device. A product return is expected for the initial device, pending investigation.

Manufacturer narrative:
This is one of two related reports. This report represents the first impella cp and another report was submitted to represent the second impella cp. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 75-year-old female underwent a high-risk percutaneous coronary intervention (hrpci) during which an impella cp device ((B)(4), sn (B)(6)) was inserted via the right femoral artery using percutaneous access. The device was implanted on (B)(6) 2026 at 15:00. Despite appropriate volume administration and repositioning attempts, pump flow could not be maintained above 1.2 l/min. Fluoroscopic assessment revealed catheter kinking. The impella was subsequently removed at 15:05, and a new impella cp device (pc unknown, sn (B)(6)) was implanted at 15:15. Contributing factors included challenging aortic anatomy and procedural positioning issues. The patient survived the procedure and explant, and the case proceeded with the replacement device. A product return is expected for the initial device, pending investigation.